Event description:
Rep reported that on the event date, the pt had an icp micro sensor implanted and the device stopped working after 24hrs. The icp box read no transducer detected. It was reported that there was no pt harm. The hospital opened another micro sensor to determine if the micro sensor was faulty, or if the box that was faulty. The troubleshooting test worked and determined that with the new device, the box worked correctly. The box no longer read the error message.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.